Event description:
This is the 2nd time user had this problem with this device. Device does not display glucose reading above 600ml/dl. It gives reading indication "hi" which could be anything 600, 700 or more. The state medicaid dept made this device mandatory if test strips and monitoring device were to be covered under the state's medicare program. Device also gives faulty readings in excess of 30ml/dl when compared to other devices.